Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: (B)(4) had error 351.6660 on syringe 8110. Originally the unit failed force sensor verification test. Tech support recommended (B)(4) to send the unit in for flat fee repair. But his boss preferred to have him repair the unit him self. (B)(4) replaced force sensor, force sensor verification failure was corrected. But there was an other issue with alarms error code 351.6660 failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: I advised (B)(4) replace complete housing carriage assembly and gave him the option to send the unit in for flat fee repair. (B)(4) will talk to his boss to get a po and send the unit in for flat fee repair.